Event description:
It was reported that customer is experiencing high blood glucose levels and ketones. Customer stated that the insulin pump did not alarm for high blood glucose levels. Customer's blood glucose reading was 522 mg/dl. Self test passed and customer treated high blood glucose with manual injections per health care professional. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.